Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The delivery system was inspected, and no damages were noted. A media inspection was performed of a photo provided by the complainant, and it was observed that the stent was partially deployed. The reported event of stent partially deployed was confirmed. Taking all available information into consideration, the investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician, limited the performance of the device and contributed to the reported event. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report #3005099803-2022-08086 for the associated device information. It was reported to boston scientific corporation on december 28, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2022. The axios stent was deployed using the eus method where second flange is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the axios stent was deployed; however, the second flange of the axios stent (the subject of manufacturer report#3005099803-2022-08086) was unable to be deployed inside the scope. The axios stent was removed from the patient partially deployed, together with the scope. A second axios stent and electrocautery enhanced delivery system of different size (the subject of this report) was used, but the same problem was encountered. The second flange of the axios stent would not deploy inside the scope. The second axios stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another axios device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report #3005099803-2022-08086. For the associated device information. It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2022. The axios stent was deployed using the eus method where second flange is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the axios stent was deployed; however, the second flange of the axios stent (the subject of manufacturer report#3005099803-2022-08086) was unable to be deployed inside the scope. The axios stent was removed from the patient partially deployed, together with the scope. A second axios stent and electrocautery enhanced delivery system of different size (the subject of this report) was used, but the same problem was encountered. The second flange of the axios stent would not deploy inside the scope. The second axios stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another axios device. There were no patient complications reported as a result of this event.